Manufacturer narrative:
The initial MDR was likely submitted prior to 28feb2020 (on-time); however, we do not have access to FDA acknowledgements at this time, and sent it a second time to ensure receipt. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with femorotibial gap measuring gauge. During a total knee replacements, the surgeon noticed a small fragment of metal in the patient's open knee; he managed to retrieve this fragment. Upon inspection we noticed it had came loose from the soft tissue distracter clamp. There was no negative consequences to the patient as the surgeon was able to visually see and retrieve the fragment of metal. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event/malfunction is filed under (B)(4). Involved components: np609r - femorotibial gap distractor for np604r - unknown, nq414 - columbus set complem.soft tiss.managem.m - unknown.

Manufacturer narrative:
Investigation results: the setscrew (pin) of the ratchet is broken and has been loosened out of the device. Investigation: the components were examined visually and microscopically. The loosened part of the setscrew shows visible traces of material stress on the whole circumference. There are secondary damages (bright shining areas) on the small breaking surface of the setscrew. No visible hints for a material problem (blow holes, foreign object inclusions etc.) Could be detected. The fracture is located at the first thread of the setscrew. The whole device shows significant traces of use: -stroke marks on the top of both locking pawls. -strong imprints on both guiding tubes. -deformation of the serration. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer. In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related. There are no hints for a material problem. Furthermore it must be mentioned that the device has been in use for more than ten years. Therefore we assume that the setscrew is broken because of high material load due to a frequent and intensive use of the device. A CAPA is not necessary.